Event description:
Tampon user wrote a letter stating that about 10 days after the end of period, user's face started to swell with a red rash around their cheeks and eyes. Four days after this, the rptr states that "part of the tampon came away from me". The rptr then saw their gp who thought it could be toxic shock syndrome. He further told rptr that rptr seemed to be ok but if any further complications developed, to see him again. Two days later, the user reports that their face was even more swollen with their eyes almost closed. Their mother took rptr to a hosp which admitted rptr because they and a temp. Rptr stayed overnight and had a series of unspecified tests administered including a vaginal examination which verified that there were no tampon materials remaining. The user subsequently visited the dermatology section of the same hosp as an outpatient where rptr was administered blood tests which "all came back clear". The dr attributed the symptoms "to the piece of tampon being in so long and my body's reaction to it". User states that they have made a full recovery but their face has a tendency to get very dry under their eyes and rptr also reports feeling very tired. Rptr further stated that they missed work for one week.